Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is "feeling pounding in their chest at night." The patient is uncomfortable. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient is "feeling pounding in their chest at night". The patient is uncomfortable. The patient is also feeling a vibration in the pacemaker area and has complaints of "throwing premature ventricular contractions" and has chest pain. The device is still in use. No patient complications have been reported as a result of this event.